Manufacturer narrative:
Based on the information provided, the root cause of the customer reported complication cannot be determined. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred. The system logs were reviewed by an intuitive surgical, inc. (Isi) failure analysis engineer (fae). Per the fae, the logs did not find any errors that are relevant to the reported event. This complaint is being reported due to the following conclusion: after completion of an ion endoluminal lung biopsy procedure, a patient developed a pneumothorax. As a result, the patient was hospitalized and a chest tube was placed to resolve the pneumothorax.

Event description:
It was reported that after an ion endoluminal lung biopsy procedure, the patient developed a pneumothorax. As a result, the patient required placement of a chest tube and hospitalization. There were no issues with the ion system. The procedure was completed. A 23g flexision needle was used during the biopsy. The lesion biopsied was 4 cm in size and 2.6 cm in thickness. The lesion was in the right middle lobe, lateral segment next to the major fissure. Imaging modalities used included c-arm fluoroscopy, cone beam, and radial ebus. The patient experienced shortness of breath and required oxygen. The patient was admitted to the hospital. An x-ray revealed a moderate sized pneumothorax, less than 2 cm in size. The physician believed the pneumothorax occurred due to the nodule location and the biopsy itself. The patient was diagnosed with metastatic small cell cancer on ebus. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred.